Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# l42013, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension.

Event description:
The health care provider (hcp) reported the patient was implanted in 2007 and was having erratic stimulation. No symptoms were reported. The device was replaced in (B)(6) 2015 as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.